Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the pump touch screen was "foggy". There was no reported impact to the customer¿s blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.